Event description:
As initially reported by a non-health care professional on behalf of their child, the consumer experienced severe adverse reactions after long-term use of product and developed watery, painful eyes, impaired vision in both eyes, resulting in multiple visits to the optometrist. Due to the severity of the symptoms, there was significant concern, and later found to have retinal damage, leading to complete cessation of contact lens use. The symptoms were initially attributed to contact lens overwear; however, upon gradual reintroduction of contact lenses, the same symptoms reoccurred. The optometrist did not believe that the cleaning solution would have been the cause as no recent changes had been made, and the contacts did not sting when initially insertion. Symptoms typically appeared approximately thirty to sixty minutes after inserting the lenses. Later, when a brand-new pair of contact lenses was worn, they were issue free for the day. The current status of the consumer¿s eye was symptoms resolved at the time of this report. No additional information has been requested at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no trend could be identified. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).